Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aa endoprosthesis featuring the c3 deployment sys. As the trunk ipsilateral leg component was being advanced through a 20fr sheath, resistance was felt. It is believed that the sheath may have kinked due to tortuosity. The device was retracted. Upon removal of the device from the sheath, it was observed that there was some separation between the leading end of the device and the distal olive tip. The hypotube in the end of the delivery catheter was also pulled out from the leading end of the device and was loose in the sheath. The device was discarded at the facility and another device was used. The procedure concluded without further incident.

Manufacturer narrative:
The review of the packaging paperwork verified that this met all pre-release specs.